Event description:
On (B)(6) 2011, olympus biotech (B)(4) learned of an adverse event in the literature (o'heireamhoin et al, 'the use of bone morphogenetic protein 7 in fracture non unions', published in orthopaedic surgery, 2011, vol 3, no. 1, p 40-44). In the paper the authors describe a '(B)(6) female pt with a subtrochanteric femoral fracture that was initially treated with a dynamic hip screw (dhs) on an unk date. Six months postoperatively, the pt underwent a revision surgery in which the original hip screw was revised to a synthes angled blade plate; during this procedure, the fracture was also treated with bmp-7. Five months following the revision surgery, the pt underwent an add'l blade plate procedure at which time she received 'further bmp-7 grafting'. The pt was reported to have gone on to clinical and radiological union. Add'l info will be requested from the corresponding author.